Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a prostyle device after an interventional angioplasty procedure with a 7f sheath. Reportedly there was resistance when trying to close the footplate; after several attempts, the footplate was successfully closed. It was noted that the footplate was getting stuck on calcium and the device was removed despite notable resistance. Upon removing the device, significant bleeding occurred; an 11f sheath was needed to stop the bleeding. Then, manual arterial compression was used to achieve hemostasis. It was confirmed there was no injury to the patient. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code clarifier - against resistance. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (IFU), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the prostyle IFU as a known adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.